Event description:
Nurse claims blood glucose meter gave a reading of "hi". The nurse interpreted this to mean the pt's blood glucose level was high and administered insulin accordingly. Pt became flushed and lethargic and was admitted to an emergency room. Repeat blood tests showed hypoglycemia. Pt was treated and discharged two days later.